Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range right ventricular (rv) pacing impedances of greater than 2000 ohms. It was noted the rv pacing impedance was stable around the 500-800 ohms range, then jumped to around 1000 ohms, and then gradually increased to greater than 2000 ohms. There were no stored episodes with noise. The rv pacing thresholds also increased from 0.9 v at implant to 2.7 v several months later. The shock impedances were stable and within range. The patient was seen in the clinic, and isometrics were performed. This produced noise on the shock channel only. Pocket manipulation was also performed, but no noise was produced. The rv rate/sense channel was clean. Technical services discussed possible causes for the clinical observations and provided troubleshooting options. A chest x-ray was performed, but the root cause for the high impedance was not determined. The high pacing impedance alert was increased to 2500 ohms. At this time, no further actions are planned, this ICD remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range right ventricular (rv) pacing impedances of greater than 2000 ohms. It was noted the rv pacing impedance was stable around the 500-800 ohms range, then jumped to around 1000 ohms, and then gradually increased to greater than 2000 ohms. There were no stored episodes with noise. The rv pacing thresholds also increased from 0.9 v at implant to 2.7 v several months later. The shock impedances were stable and within range. The patient was seen in the clinic, and isometrics were performed. This produced noise on the shock channel only. Pocket manipulation was also performed, but no noise was produced. The rv rate/sense channel was clean. Technical services discussed possible causes for the clinical observations and provided troubleshooting options. A chest x-ray was performed, but the root cause for the high impedance was not determined. The high pacing impedance alert was increased to 2500 ohms. At this time, no further actions are planned, this rv lead remains in service and there were no adverse patient effects reported. This device was subsequently explanted and returned for testing. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) pacing impedance has been steadily increasing since implant, and is now consistently over 3000 ohms. It was noted sensing has decreased, but the threshold has remained stable. There was no noise noted on the lead channel. Technical services discussed the steady increase in impedance could be the result of lead calcification or electrode to tissue interface issue. The patient is zero percent paced, and there were no adverse patient effects reported. The patient will be scheduled for a clinic visit and lead revision procedure at a later date. The exact dates remain unknown. This implantable cardioverter defibrillator (ICD) remains in service.